Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of abnormal device noise. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed device blower, blower box kit and iso port kit contaminated. Additionally, modem is electrically damaged, internal physical damage of heater plate kit and ui bezel plus scratched. The customer complaint was reproduced. There was one error has been identified. The device was scrapped.